Manufacturer narrative:
Investigation conclusion: medtronic received information via a journal article that evaluated the risk factors associated with contegra graft infection after reconstruction of the right ventricular outflow tract. A device history record review could not be performed as the serial number was not provided. No devices were returned for analysis. Without the return of the valve for analysis, a root cause cannot be determined. Endocarditis is a known adverse effect and documented in the risk document. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. The article did not indicate if those operative or post-operative issues were related to either the device or implant procedure. The article concluded that valved graft infection affected 11.3% of cases in medtronic cohort, and thus may be considered as a frequent entity that can be predicted by both intraoperative and early postoperative factors. After the diagnosis of infection associated with the valved graft was confirmed, surgical treatment was the therapy of choice.

Manufacturer narrative:
Without device serial numbers, it could not be determined if any of the device issues have previously been reported to medtronic or if explanted devices had been returned for analysis. The listed date of death is an arbitrary date selected due to electronic filing requirements, as no dates of death have been reported to date. Additional information is being sought. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Event description:
Medtronic received information from a journal article on an 11-year retrospective study to evaluate the risk factors associated with post-operative infection of this graft after reconstruction of the right ventricular outflow tract that 12 patients required treatment or device replacement due to post-operative endocarditis. The study followed 106 patients with a median age of 13 years that had a conduit graft implanted. Following discharge, all the patients underwent endocarditis prophylaxis with antibiotics. Post-operative endocarditis of the graft was diagnosed in 12 patients, and developed at a median of 4.4 years post-implant (ranging from .4 to 8.7 years). The follow-up median duration was 7.6 years. Therapy was successful for two cases. Replacement of the infected valve was performed in ten patients (two homograft replacements, and eight replacements with the same model graft). The study found that in these cases the probability of infection in the first year following implantation was 1.0%. The article noted that two peaks of infection occurrence were observed: between the first and second years, when the probability of infection increased from 2.0 to 5.0%, and the second between the fourth and fifth years, when the probability of infection increased from 6.2 to 11.9%, and that the results ¿suggest that perioperative factors do not play a major role in this pathology, since the incidence of contegra infection in the first year is relatively low.¿ in the follow-up, general physicians found no association between the incidence of infection and invasive procedures such as dental intervention, respiratory tract procedures or gastrointestinal invasive diagnostic procedures. The study authors did find that gender, grade of hypothermia, performance of a central shunt and implantation of a permanent pacemaker during hospitalization were identified as independent predictive factors for graft infection for this study population, but also noted that the cause of the late appearance of the endocarditis was not clear and warranted additional research. Of the 12 patients with endocarditis, one was treated for septicaemia caused by an unknown pathogen one month preceding endocarditis and two patients prior to infection had dental treatment without prophylaxis (the germ identified in those two cases was streptococcus epidermidis). One patient underwent a dental extraction under prophylaxis (the germ isolated was staphylococcus saprophyticus). One subject was hospitalized due to mediastinitis. In addition, one subject was found to have streptococcus salivarius, and another streptococcus viridans, as the pathogen responsible for their endocarditis without any recent history of dental intervention or other infection, as determined by hemoculture. Fungal infection was not identified in any of these cases. In addition, it was reported that 12 of the 106 patients needed surgical intervention due to bleeding and there were three in-hospital cardiac-related deaths. Post-operatively, six patients had an incidence of myocardial infarction (mi), cerebrovascular events were reported in two cases, renal impairment was found in three cases, four patients needed a permanent pacemaker implanted for heart block and there were two more cardiac-related deaths. The article did not indicate whether those operative or post-operative issues were related to the infection, the device or the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.